Event description:
It was reported that this left bundle branch (lbb) lead exhibited loss of capture (loc). Additionally, the patient experienced symptoms of light-headedness. Technical services (ts) stated that the automatic threshold did not identify the loc. Additionally, ts provided reprogramming options. No adverse patient effects were reported. This lbb lead remains in service.